Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2014 with the following findings: a review of the pump¿s black box history showed that unexplained power reboots were recorded on (B)(6) and (B)(6). The battery compartment was found to be cracked from the threads to the case seal. No battery cap was returned with the pump. A test battery cap was able to be secured to the pump and was used to complete all testing. No power interruptions occurred using the test battery cap. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.